Event description:
The reporter stated that the device had been used during a surgical procedure for an arthrodesis of the talonavicular joint. Postoperatively, the pt complained of pain in his mid/hind foot. Radiographs showed that the plate was broken. The breakage was seen a few weeks after the plate was implanted. The surgeon planned to remove the plate on (B)(6), 2010. The product catalogue number has not been confirmed to date, the product was described as a uni-cp compression plate (4 holes). Integra has requested additional clinical info.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.